Event description:
The pt lost reduction while wearing the fixator. Initial post-op x-rays showed a good fracture reduction, but at the 2-week exam there was a loss of reduction in the wrist. No slippage was observed in the device nor any pain experienced by the pt. The device was removed, the wrist re-broken and re-set with pins.